Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not secure the tool gauge, the drive shaft was not free moving, the lock sleeve did not operate smoothly and the collet coupling was worn and corroded. It was also discovered that the bearings and seals were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn components caused by improper cleaning and maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was from (B)(6) that during a bilateral sagittal split osteotomy surgery, before use on the patient, it was observed that the burr attachment device would not make the burr device spin. It was noted that the issue occurred during testing on the back table while the patient was in the room. There were no delays to the surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.